Event description:
On (B)(6), 2010, the lay-user/patient contacted animas and reported that she was hospitalized due to high blood glucose (bg). On (B)(6), 2010, the patient claimed that she had a fasting bg level of 520 mg/dl. The patient indicated that she had bolused with the pump several times to correct the high bg but her bg continued to rise to 586 m/gdl. At 2:00 pm, the patient was brought to a hospital and was vomiting. The patient reportedly did not change the site or examine the site when it was removed. The patient admitted to not using a correction protocol at home. In the hospital, the patient was reportedly treated with IV insulin and fluids. At the time of the contact with animas, the patient's bg level was at 230 mg/dl and she was receiving insulin via injections. Troubleshooting of the pump could not be completed since the patient did not have her glasses. She could not get the battery cap to tighten. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for hyperglycemia. However, the patient's injury can be attributed to possible use-error since she admitted to not following correction protocol prior to the event. It is unknown, at this time if the pump contributed to the patient's injury.